Manufacturer narrative:
The device has been received for evaluation; however, the evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received information stating customer pump unexpectedly shut down. It was reported that the screen on / quick bolus button does not work properly. The customer had to use manual injections of insulin.